Event description:
It was reported that during the implant both right atrial (ra) lead and right ventricular (rv) leads were implanted and tested with a pacing system analyzer (psa) which showed normal measurements. After connecting the leads to the device measurements of the right atrial (ra) lead were high and out of range when it come to the pace impedances and noise was seen. The ra lead was tested with the psa, but the values once again appeared within range. When measured though the device out of range pace impedance measurements were noted. The device was replaced and the same ra lead was tested with the new device which showed normal measurements. The device was returned. No adverse patient effects were reported. Additional information received noted that out of range pace impedance measurements were recorded via remote monitoring when it comes to this ra lead as well as noise. An x-ray was taken and it was suspected that the ra lead was fractured at the suture sleeve. The device implanted was reprogramed to vvi and the patient will continue to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant both right atrial (ra) lead and right ventricular (rv) leads were implanted and tested with a pacing system analyzer (psa) which showed normal measurements. After connecting the leads to the device measurements of the right atrial (ra) lead were high and out of range when it come to the pace impedances and noise was seen. The ra lead was tested with the psa, but the values once again appeared within range. When measured though the device out of range pace impedance measurements were noted. The device was replaced and the same ra lead was tested with the new device which showed normal measurements. The device will be returned. No adverse patient effects were reported.